Event description:
It was reported that the lead safety switch had been triggered for this system due to an out of range pacing impedance measurement on the atrial channel. Additionally, noise and oversensing resulted in inappropriate atrial tachycardia response events. A boston scientific technical services consultant discussed the clinical observations, recommended further testing and programming options. The device was reprogrammed to split configuration with unipolar pacing and bipolar sensing. It was noted that the associated atrial lead is manufactured by a competitor. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)